Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported to the company representative that the physician observed air in the eye's posterior during a pars plana vitrectomy (ptv) procedure. The physician replaced the product with another one and the procedure was completed. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The used returned sample was visually inspected and no obvious defects were observed. An extra infusion manifold was noted to be returned. Both infusion manifold samples were tested on a console. Surgical residue was also noted in the used manifolds. The non-invasive flow sensor (nifs) on the cassette housing was in a good condition and the ball in the drip chamber¿s check valve moved freely. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).